Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Review of x-ray image prior to revision surgery shows device at level c3-4 migrated anteriorly. Image shows device at level c4-5 in position, and reported fine. Surgeon decided to remove both devices and fuse. The likely cause for the migration is reported possibly due to endplate preparation during initial implantation. The investigation found no evidence to indicate a device issue.